Manufacturer narrative:
The device was evaluated at ode. As a result of the evaluation, the following was confirmed. The video connector socket was worn. The base plate and housing cover were corroded. Based on the device inspection result, it is possible that the video transmission from the ap board could not be received correctly because the device was used in a humid environment such as near a humidifier and dew condensation occurred near the receiving part of the video transmission from the ap board of the cm board. As a result, olympus medical systems corp. (Omsc) concluded that the endoscopic image was not displayed. The instruction manual provides that the humidifier should not be used near the video system center. The user may be able to prevent the reported event by following this instruction. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was not available due to a printed circuit board failure. In addition, it could not be operated via the keyboard. The printed circuit board was damaged by moisture and had limited functionality. There was no report of patient injury associated with the event.